Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had a blank screen. No patient involvement. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.